Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
UDI (di): (B)(4). No complaint was received with the return of the device. Conclusion: failure event observed during analysis. Final analysis found an internal abrasion which breached the re cable lumen at 80.7 cm to 81.4 cm from the connector pin. Another internal abrasion was noted at 80.3 cm to 81.1 cm from the connector pin which breached the re and inner coil lumens. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.